Manufacturer narrative:
UDI (B)(4). The valve was returned for evaluation: DHR - lot cvdbnl conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, no defects were noted. The valve passed the test for programming, occlusion, leaks, reflux and pressure. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be biological debris and protein build up interfering with the valve mechanism, at the time of the investigation no functional issues were noted.

Event description:
A facility reported that the codman hakim programmable valve was implanted into a (B)(6) year-old male patient. The valve was initially implanted on (B)(6) 2016 to improve the drainage and to decrease the size of the right arachnoid hemispherical cyst. The patient started having symptoms which justified the necessity to modify the pressure, school disorder (attention deficit). On (B)(6) 2021 the patient had surgery to remove the valve and replace with another hakim programmable valve. Consequences for the patient, late treatment as the modification of pressure could only be done 3 months after failure of pressure modification. The patient does not have complications and is healing well. Postoperative cranial x-rays to check and confirm the correct position of the valve and the correct settings were performed (results not available).